Event description:
It was reported that during an open gastrectomy, foreign matter was found inside the package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Eval, results: foreign matter. The analysis results found that a cdh25 device was received in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. However black plastic matter was noted inside the plastic jar. The black plastic shavings probably are from the device internal components. During manufacturing the devices are test fired 100% and in some cases component friction can result in small shavings ejecting from the device after packaging during transit. No conclusion could be reach on what caused the reported event. No incident related to the reported event was observed during the batch record review.